Manufacturer narrative:
Pending evaluation. Concomitant medical products: 310-01-50, 5579902 - equinoxe, humeral head short, 50mm (beta); 300-10-15, 51707001 - equinoxe replicator plate 1.5mm o/s.

Event description:
As reported, this (B)(6) patient's right shoulder was revised due to implant failure. The poly sheered off cage glenoid. Patient was not revised to exactech devices. There was not delay. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of failure of the cage glenoid component. Possible contributing factors include but are not limited to incomplete or off-axis seating of the glenoid component at the time of implantation, patient conditions, and/or a post traumatic event. The root cause of the failure cannot be determined from the information provided because no components or x-rays were available for evaluation.